Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed parallel lines of shell wear on the posterior aspect. Additionally, a tear was noted within the shell wear, measuring approximately 4.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: scar revision, suspected right-sided rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (right grade: iii/IV, left grade: unknown) and left-sided rupture and surgical intervention postoperatively. In sometime 2013, the patient underwent a surgical intervention (scar revision) for her left breast. Ultrasound performed on (B)(6) 2016 indicated possible right-sided rupture, and the patient¿s explanting surgeon stated that the patient experienced high baker grade bilateral capsular contracture (right grade: iii/IV, left grade: unknown). As a result, the patient underwent removal and replacement with two mentor memorygel xtra breast implant prostheses left catalog #: thpx365, left serial #: (B)(4), right catalog #: thpx405, right serial #: (B)(4) on (B)(6) 2021. Upon explantation, the right-sided device was found to be intact and left-sided device was found to be ruptured. The event date was estimated as (B)(6) 2013 based on available information. This report is for the left-sided prosthesis.